Event description:
The duett sealing device was deployed following a ptca procedure (via 8f sheath, right common femoral artery) to the right coronary artery (rca). The pt received heparin (6,500 u) and integrilin. Several hrs post-deployment, at 15:00, pulses were noted to be absent. Pulses had been present at 14:30 (per chart). The pt was sent to radiology for an angiogram of the affected limb. The angio showed a blockage at the popliteal artery, and a surgical thrombectomy was performed. Pulses were restored and the pt was discharged.